Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head cat#00801803602 lot#63181235, zimmer liner cat#00630505036 lot#63165575, zimmer cup cat#00620205222 lot#61132699, zimmer stem cat#00771300700 lot#60825861, zimmer neck cat#00784803300 lot#62124936. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 ¿ 03921, 0002648920 - 2020 - 00022.

Event description:
It was reported that a patient underwent left hip procedure. Approximately 6 years later patient was revised. Approximately 1 year later patient was revised again. Subsequently, 2 years later patient was revised due to metallosis and elevated cobalt chrome levels. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified some wear and scratches on the head but is hard to see with the buff finish. There is some damage to the face of the head. The taper also shows signs of wear and damage. Further analysis determined fretting on >30% of the surface and/or aggressive local corrosion attach with corrosion debris. Review of complaint history identified no additional complaints for the neck. The complaint was confirmed based on the returned devices and medical records. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent a revision surgery seven years post implantation for the left total hip and I&d with the head and liner exchanged. Two years later the patient¿s left hip was revised due to elevated cobalt levels, trunnionosis, and surgeon noted mild metal staining of the tissues. The stem and head were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Reported event was confirmed with medical records provided. Review of the records identified the following: blood work showed that the patient had elevated cobalt levels. There was mild staining of the tissues. Corrosion was noted at the neck-head junction. Examination of products revealed that the shell and liner were in good condition. The head, neck, and stem were removed. No other complications or findings were provided. Review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the final conclusions of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.